Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log indicated the device failed the automatic self-test due to an incorrect pad being connected. The device was recertified and returned to the customer. The electrode pads or batteries used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.